Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes 4114 and 3221 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when powering down the system, the software became unresponsive. After a hard shut down, the system was powered back on and the software was still unresponsive. That time after the hard shut down, the power cord was disconnected from the outlet for two minutes before turning on. After the reboot the main it was displaying "no input detected". After another reboot the system booted to a blank screen with blinking cursor. To troubleshoot, the local representative (cs) tried to login to the system to export surgeon profiles and network settings. Whenever the cs went into recovery mode, a screen appeared that did not contain the expected ubuntu recovery script. The only things connected to the system at that time were the keyboard to the ss usb port (also tried the dual usb port) and the footswitch. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
H3: the solid state drive (ssd) was returned to the manufacturer for analysis. The returned ssd booted to the ubuntu screen, as reported. Once the 'fix' was performed, the ssd boots to the login screen, as intended. Multiple restarts / shutdowns and booting up the login screen were successful. No other issues were detected. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.2.0 h3:  a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. H6 10,104,4307 are associated with system check out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field. The solid-state drive (ssd) was replaced. The system passed all tests and was performing as intended. Codes are applicable. The ssd was returned for analysis however, findings are not available at this time. Codes reflect this. Section 'device' information references the main component of the system. Other relevant device(s) are: ssd 9735999 with s8 os s8 svc, lot #: s3z6nb0ka02427v. If information is provided in the future, a supplemental report will be issued.